Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional details indicated that the spinal cord stimulation (scs) patient was experiencing frequent charging difficulties with his implantable pulse generator (ipg). Despite multiple re-education efforts, the issue remained unresolved. Consequently, a revision procedure was carried out, during which the ipg was removed and replaced. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.